Event description:
Per the report, "syringe sent to pt to flush line per protocol pt was instructed to use blunt metal cannula supplied to access injection cap. When syringe was removed from catheter, the cannula cored a hole in the injection cap; no leaking or other damage noted; new injection cap placed on line with no further incident."